Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 03/29/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that patient underwent hysteroscopy, d&c, and polypectomy on (B)(6) 2013 due to postmenopausal bleeding and endometrial polyp. It was also reported that the patient underwent tlh, bso and cystoscopy on (B)(6) 2014 due to postmenopausal bleeding and complex endometrial hyperplasia. No additional information has been provided.